Manufacturer narrative:
Device evaluated by MFR: the device was returned to our post market quality assurance laboratory. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A leak test identified a balloon pinhole located approximately 3mm distal of the proximal markerband. As per specification, the rated burst pressure for this device is 30 atmospheres. The balloon could not be inflated due to the pinhole in the balloon material. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2025. It was reported that the balloon was leaking contrast and did not inflate. The stenosed target lesion was located in the arteriovenous fistula. A 10.0mm x 40mm x 75cm athletis balloon catheter was advanced for dilation. However, while dilating the balloon with the inflator, it was confirmed that the contrast agent was leaking. As a result, the balloon did not expand and was deemed defective. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed a balloon pinhole located approximately 3mm distal of the proximal markerband.